Event description:
It was reported that the right ventricular lead was functioning normally, but was removed because extra slack from the lead migrated into the pulmonary vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592 implantable pacing lead (B)(6) 2007.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.